Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) had fiber optic failure.

Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) had fiber optic failure. No harm to the patient.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. Corrected field: b5,h6(health effect ¿ clinical code, health effect ¿ impact codes).

Manufacturer narrative:
Updated field: b4, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, investigation conclusions), h11 despite good faith efforts (gfes), no response has been received. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.